Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent a revision procedure wherein same implantable pulse generator (ipg) was moved to a more comfortable area of the flank. The patient was doing well postoperatively.